Manufacturer narrative:
The serial number was unknown; therefore, the device manufacture date is unknown.reporter's phone number was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the cutter device broke while in use with the motor device and attachment device. It was reported that there were no broken parts in the patient's body. It was unknown if there were delays to the surgical procedure or if a spare device was available for use. The procedure was completed without issues. There was patient involvement. There were no broken parts in the patients body. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device external features of the returned cutter were visually inspected and observed that the tip of the cutter was broken. The cutter was examined using 28x magnification. Based on the photographs taken the angle indicate that there was excessive force applied. Therefore, the reported condition was confirmed. The assignable root cause of the customer¿s complaint that ¿cutters broke¿ was excessive lateral or side to side force, which is user error. Additionally, a review of the device history was performed and no non-conformances were detected related to the reported condition. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The serial number was reported as unknown in the initial medwatch. It has been updated as (B)(4). The device manufacture date was reported as unknown in the initial medwatch. It has been updated as sep 19, 2017. UDI has been updated accordingly. If additional information should become available, a supplemental medwatch report will be sent accordingly.